Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole was identified proximal to the cuff edge/seam that was consistent with wear at a corner of a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the fluid leak and hole/perforation. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence. A revision surgery was performed and during the procedure it was noticed that the cuff had a hole which caused a fluid leak. The cuff was removed and replaced with no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with this artificial urinary sphincter (aus). A revision surgery was performed and during the procedure it was noticed that the cuff had a hole which caused a fluid leak. The cuff was removed and replaced with no patient complications.